Event description:
Pt admitted to facility on (B)(6) 2010, with gi bleed. Event occurred on (B)(6) 2010, at 0335 hrs staff member found pt sitting on floor with knees bent side of head resting on waffle mattress wedged between mattress and upper left side rail. Side rail pressing against trachea rrt/code called transferred to ICU. Subsequently expired (B)(6) 2010.